Event description:
A malfunction alarm, labeled as "malf 15," was reported, and there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump, but the issue recurred after resetting. Consequently, a replacement pump was arranged for the customer, who will use an alternative form of insulin therapy via mdi in the meantime. The customer was instructed to return the malfunctioning pump, and the necessary steps for storage and shipment were communicated and acknowledged.